Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Programming options were recommended and the plan is continue to monitor. Currently, this product remains in service and no adverse patient effects were reported.